Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and death are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient underwent the index procedure on (B)(6) 2009, during which predilatation was performed on the lesion, and a 2.5x18 mm promus stent was placed in the 99% stenosed, mid left anterior descending artery. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2011, the patient was rehospitalized for angina; however, it is unknown if treatment was performed. On (B)(6) 2012 the patient was again rehospitalized for blood transfusions. There was no reported revascularizations during these hospital stays. The site reported that on (B)(6) 2012, 892 days post index procedure, the patient suffered a massive myocardial infarction at home and subsequent death. No autopsy was performed. No additional information was provided.